Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stabbing pain on his left side at the level where the paddle was implanted. The patient was prescribed a muscle relaxant and a heating pad. The patient was successfully reprogrammed.